Event description:
A caller reported multiple tandem mobi cartridge alarms on several occasions without the issue having caused their blood glucose level to exceed 500 mg/dl. Cts confirmed the cartridge alarm and decided to replace the pump. There was no adverse impact on the customer's blood glucose level. The customer will use manual daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. Technical support provided instructions for storing the problematic pump and arranged for its return and replacement. The customer understood the instructions and acknowledged the steps necessary upon receiving the replacement pump.